Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that a clinical specialist met with the patient on tuesday ((B)(6)2017) morning of this week. It was reported that they reprogrammed the patient's stimulator and now they were doing fine. They had no further details regarding the patient. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. The rep stated that they met with the patient the week prior to the report to perform a physician mode reset (pmr) and get the device out of overdischarge. The patient¿s battery had been in overdischarge for 3-4 months. The rep stated that since the patient¿s implantable neurostimulator (ins) has been out of overdischarge, the patient has recharged 3 times, and the battery depletes fairly quickly. It was noted that the patient charged to full yesterday, and it is already empty the day of the report. Patient services reviewed that the patient will have to continue to recharge due to the battery being unstable and that reconditioning by recharging a handful of times will get the battery to stabilize. The rep mentioned that they checked impedances, and they were between 900-1400ohms. The rep stated that they will recommend int replacement to the patient and then send the device in for analysis. No further complications or patient symptoms were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient weighed (B)(6)pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing (rep) reporting that they have met with the patient twice and their battery doesn't seem to hold a charge. It was reported that the patient's family members in town and the rep spoke to the patient yesterday. It was reported that the patient was going to call the rep on monday to find a time to meet and to have their device looked at again. It was reported that technical services advised the rep to keep having the patient recharge so that it would recondition the battery. However, it was reported that after multiple attempts, it doesn't look like the battery is reconditioning. It was reported that the patient's doctor was aware of the situation and wanted the rep to try one more time before they do a replacement. No further complications were reported/anticipated.